Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported multiple sterrad® chemical indicator strips did not change color correctly after a completed sterrad® 100s cycle. It is unclear how many strips were involved and how many times this issue has occured at this time. The affected load(s) was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00448 and 2084725-2016-00449.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). ¿ DHR could not be reviewed without lot number provided. ¿ trending analysis by lot could not be performed without lot number available. ¿ the sra indicates the risk associated with hazard of 'quality problem with no impact on safety' is "low." The product was not returned for evaluation. The concomitant sterrad® 100s was tested by a field service engineer. The unit was certified and in working condition; no issues were detected. The event could not be confirmed. Several attempts were made to obtain additional information from the customer concerning the device and event details. However, no further information was received. There is insufficient information to determine an assignable cause. The issue will continue to be tracked and trended.